Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is cardiac. Death temporal course was non-sudden. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.